Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2016-02815 and 2134265-2016-03193. It was reported that automatic pullback failure occurred. An opticross imaging catheter was used in conjunction with an unknown sled and motor drive unit to diagnose a 75% stenosed target lesion located in a mildly tortuous vessel. During preparation for a percutaneous coronary intervention, pullback was successfully performed, however, pullback failure occurred inside the patient. The procedure was completed with another of the same opticross. No patient complications reported and the patient's condition is good.